Event description:
It was reported that the pump was dropped and the touch screen became shattered. Subsequently, the customer was unable to input any information into the pump, request boluses or check blood glucose level. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level of 504 mg/dl; cause was not known. A correction bolus via the pump was delivered to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management. Customer reverted to an alternate pump for insulin therapy.